Event description:
Technician alleged that the brakes will set, but the brake casters will swivel. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters and the hex rod with screws to resolve the issue.